Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic totally extraperitoneal procedure, the head of the obturator broke during the first step of the procedure, when the surgeon when the surgeon removed the balloon out of the camera port after the dissection part of the procedure. No violence or extra force was exercised when the balloon was taken out of the camera port. The procedure went on by using the same device. No injury.

Manufacturer narrative:
Evaluation summary: post market vigilance led a photographic evaluation of one device. The photo depicts the obturator top disengaged from the shaft. The obturator top and shaft are in a sample bag. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. As part of the visual inspection of the received components, was observed the tip of the obturator dissector broken from its cap obturator assembly. No other parts from instruments were received for further evaluation. As per visual inspection of received obturator dissector broken from its cap obturator assembly and 6m analysis, machine could be considered the most probable root cause factor of observed broken cap. During this manufacturing of this lot a former pusher machine, depending 100% on man could have affected the strengths of both components, resulting in brittle materials. Also, man is considered to be the main potential causal factor associated to not detecting the observed condition during manufacturing process. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity that has been previously addressed by an engineering change, a change development process, or non-conformance report. If information is provided in the future, a supplemental report will be issued.